Event description:
An open reduction internal fixation (orif) of the hip was being performed on an orthopedic systems, inc. (Osi) fracture table. The table was fully functional before and during the surgery. At the completion of the case, the table would not lower into a safe position in order to transfer the patient onto her bed. The table was stuck in the highest position. All team members attempted to troubleshoot, but were unsuccessful at attempts to lower the table. Another or table had to be brought into the room in order to attain the same height as the osi table, and additional assistance was summoned to move the patient first onto the other or bed, and then to her own bed. The osi table was taken out of service.